Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3889-28, lot# v009195, implanted: 2006 (B)(6); product type lead product ID 3889-28, lot# v009195, implanted: 2006 (B)(6); product type lead (B)(4).

Event description:
It was reported that movement was causing stimulation changes. The patient indicated that she had not been using her device because if she moved into a certain position or changed position it seemed to alter that stimulation sensation (kick on etc). It was noted that one time she was at work and had been working and when she left work and got into her car and started up it got up really strong and it was painful. It was indicated that patient didn¿t have her patient programmer to turn it down until she got home. The patient also felt it going down into her big toe also and just turned it off and believed it off. It was indicated that it took five minutes before she got home on the car. It was indicated that patient felt she had to turn it where she felt the stimulation and there would be times where she would feel it and times where she didn¿t. It was indicated that this went on for a couple of years and has so many other medical issues and decided to turn it off. The patient had reprogramming adjustments quite a bit because she felt it needed to be felt. The patient was not sure if the therapy was for pain for her urinary incontinence. The patient felt it was a sudden onset with the pain. It was noted that patient had chronic pain also and was told that it may help with her bowels. A follow-up report will be sent if additional information becomes available.